Event description:
The user facility reported to terumo cardiovascular systems corp. That during cardiopulmonary bypass blood leaked from the gas out port of the oxygenator. Exact amount of blood loss unk, yet it was described as an "unsubstantial amount". Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).